Event description:
In 2004, an uncomplicated transcatheter closure was performed on a pt who had been followed since infancy with a cardiac murmur. The pt had a mild degree of pulmonary valve stenosis and a small-to-moderate secundum atrial septal defect with a stretched diameter measuring 18-20mm. Originally a 20mm amplatzer septal occluder was placed; however, it encroached on the right lower lobe pulmonary vein drainage and the device was retrieved. Subsequently an 18mm amplatzer septal occluder was placed in good position and was stable at the time of cable release. The pt experienced vomiting and retching throughout the recovery period despite anit-emetics. The discharge x-ray revealed that the device had migrated into the apical aspect of the left ventricle. On the same evening, the device was surgically removed and the defect was repaired with a patch closure with no pt complications.